Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for other chronic/intractable pain (trunk/limbs) and spinal pain. The patient had difficulty keeping the battery charged, so the patient desired a full system explant. The patient factors that led to the issue of needing an explant was patient compliance. There were no patient symptoms reported. The patient was referred to a neurosurgeon to have the system explanted.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2016 reporting that the patient had initially reported the event to the manufacturer representative. It was unknown when the patient initially start to experience the difficulty keeping the battery charged. It was reported that the patient did not want assistance troubleshooting the issue and wanted the entire system explanted. The manufacturer representative stated that it was possibly a compliance issue that caused the difficulty charging.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.